Event description:
It was reported to philips that the external plate handle was damaged. There was no patient involvement. The customer was provided remote support from a philips field service engineer (fse). Upon investigation, the reported issue was confirmed and the cause was traced to a faulty paddle kit. Replacement nemo part was requested for the customer. Based on the conclusion of the investigation, it was determined that this was a malfunction of the paddle kit. The part was shipped by nemo to resolve the noted issue. Replacement part confirmed shipped to the customer. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.